Event description:
It was reported the device was used in the intra costal space during vats several months ago. The surgeon was not aware that the sleeve fell into the pt. Recently the sleeve was found on CT during medical examination at the other hosp. Reoperation was done to remove the sleeve last week (date unknown). There was no consequence to pt.